Event description:
Patient presented back to the physician with a burning sensation and shocks at the ipg site. Physician brought the patient into the or, removed the entire inspire system, flushed the incision sites with antibiotic solutions, and closed.

Event description:
Patient presented to the physician with pain at the ipg site radiating to the right arm and pain at the neck incision site. Physician prescribed antibiotics. Patient presented back to the physician with improvement.